Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response that was detected as fast ventricular tachycardia by the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to collect another wavelet template.